Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent struts were raised, distorted and misaligned in two separate locations at the proximal end of the stent. This type of damage is consistent with the stent meeting resistance or an obstruction possibly during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with their profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked 7mm distal to the strain relief. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-nov-2015. It was reported that crossing difficulty and shaft kink occurred. The non totally occluded target lesion was in a coronary artery. A 3.50x38mm promus element (tm) long drug-eluting stent was advanced but failed to cross the lesion and the shaft of the stent delivery system was bent. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.